Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a ffr comet pressure wire. The tip, device shaft, sensor port and the modulation values were examined for damage or any irregularities. The guidewire shaft showed a kink at 143cm from the tip. There was also some of the coating peeling off the guidewire shaft at the 143cm location. The pressure wire was connected to the analysis support test bench and all applicable data was correct as designed, there was no difficulty in connecting the wire. The coefficient was confirmed to be in specification. The complaint device was not received for analysis. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
Reportable based on analysis completed 22 march 2018. A comet pressure guidewire was successfully used in a diagnostic procedure. However, returned device analysis revealed some slight peeling of the device coating.